Manufacturer narrative:
The study of wang wenhao [1] reports surgeries on hips, in 9 of which an slr-plus stem was used. It is reported, that there were three cases of wire cable fracture, involving slr-plus rectangular stem. For this complication there was no treatment reported. The part and the batch number of these devices are not known. The fracture is reported for a cable wire and not for the slr-plus stems in scope of this investigation. Therefore, the root cause is attributed to not being product related. To date, no further action is deemed necessary. Smith and nephew will monitor the devices for further similar issues. [1]: wang wenhao ;medical school of shandong university, master thesis, apr 2013 medical school of shandong university, master thesis, apr 2013.

Event description:
Scientific publication, author: wang wenhao, "analysis of failed total hip replacement and the clinical results of revision total hip replacement". It was reported that there were 3 cases of wire cable fracture, involving slr-plus rectangular stem. For this complication there was no treatment reported. In this paper there were a total of 28 cases.